Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system had a bad display. There was no reported adverse event.

Manufacturer narrative:
Other, other text: additional information received 19 november 2020 via email that the issue was discovered during testing. No alarm. No patient involvement. Device evaluation: one level 1 hotline low flow systems was returned for analysis. Visual inspection performed, and device found with cracked tank cover and enclosure. Outdated pcb and power switch. The investigation plugged the line cord into outlet and turned the power on and immediately saw that the lcd had missing pixels. The customer reported problem was confirmed. According to the investigation, the pump faulty pcb caused the reported problem. The unit was determined to be beyond economical repair due its old age. No repairs were made.